Manufacturer narrative:
(B)(4). Date sent: 5/25/2016. Batch # n9010w. The analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 5 clips as intended. No scissored clips were formed during functional testing. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was clip scissored? Yes. Or was clip fed sideways into device jaws? No.

Event description:
It was reported that during a lap cholecystectomy, the device could not be fired on the gallbladder because the clip was twisted. Another device was used to complete the case. There were no adverse consequences to the patient.